Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 20-may-2024, it was reported by the patient that infusions set tape not sticking to his body during everyday activities. No further information was available.